Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. It was reported that the graftmaster was used to treat a small perforation in the left leg tibioperoneal (tp) trunk. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic, instructions for use (IFU) states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. In addition, it was reported that the graftmaster was deployed with a maximum pressure of 18 atmospheres (atm). It should be noted the IFU specifies the rated burst pressure (rbp) is 16 atm and clearly states not to exceed the rbp. The reported patient effects of ischemia and occlusion are listed in the graftmaster IFU, as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial filed report, it was noted that the incorrect product size was inadvertently reported in the event description. The correct product size is a 4.0x19 rx graftmaster, not a 4.0x18mm rx graftmaster as originally reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Above rated burst pressure(rbp) and incorrect anatomy. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the precarious patient presented with a small perforation in the left leg tibioperoneal (tp) trunk and embolized thrombus in the infrapopliteal arteries with slow flow and continued need for ongoing clot resolution with ongoing tissue plasminogen activator (tpa) medication. The patient has a do not resuscitate (dnr) order. After advancement of a non-abbott guide wire, thrombectomy was performed. For limb salvage, a 4.0x18mm rx graftmaster covered stent was deployed at 18 atmospheres (atm), sealing the perforation. Post-dilatation was performed with a 2.5x120 non-abbott balloon. The procedure was concluded and the patient was transferred to the intensive care unit. The patient was returned to the cath lab the following morning with cool forefeet bilaterally. All three infrapopliteal arteries were occluded in the proximal to mid calf; angioplasty was performed in all three vessels, with improved, but persistent slow flow. Patient prognosis is very guarded. No additional information was provided.